Event description:
Remote control button 2 defect, rubber cap disconnected. It looks like a material damage. The time of event is during inspection. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the insertion flexible tube (ift) was buckled. Based on the result, we concluded that it was caused due to the excessive force applied on the ift. In addition, we confirmed that the u/d and the r/l pulley wires stretched, and the remote control buttons defective; however, they are not the main cause, and/or irrelevant to the alleged complaint.